Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The customer did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Upon visual inspection, no defects in the returned device were found. The returned unit was then performance tested. Testing results revealed a leak underneath the strain relief. Customer complaint was confirmed. The hub was then split open and examined under magnification. A fracture was found in the body material and the strain relief directly below the distal end of the hub. The root cause of the reported failure is likely due to excessive adhesive applied to the catheter during mfg. This is believed to be an unusual event. Eval method: actual device involved in incident was evaluated. Device history record was reviewed, complaint database was reviewed.

Event description:
The customer reported contrast media leaked from the connection of the shaft and hub of the catheter during injection. No harm or injury was reported.